Event description:
Procedure: lap appendectomy. Reportedly, while using the instrument during the procedure, there was repeated bleeding out of the clipped tissue. This happened although clips have been used on the meso appendix. Bleeding was in excess of 500 cc and the surgeon used a "high frequency generator" (cautery) top stop the bleeding. There was no injury to the pt reported.